Event description:
Per the user facility medwatch report (B)(4), received from FDA on 04/28/2010, the event is described as follows: "title: tr band deflation concern. Event desc: rn reported a possible deflation issue regarding this tr band. Patient had angioplasty procedure earlier in the day and tr band was placed over insertion site to administer pressure and decrease change of bleeding. When patient arrived to nursing unit, rn noted the tr band was not holding air properly although patient was not bleeding. Tr band was removed and replaced and another tr band with no further issues. No injury to patient."

Manufacturer narrative:
Results - is based on evaluation of user facility information; is based upon preliminary evaluation of the returned sample. Conclusion - is based upon evaluation of user facility information; is based upon preliminary evaluation of the returned sample. The involved device was returned from the user facility for evaluation. Preliminary visual examination of the sample in the us facility confirmed there were no visible signs of damage. The band was inflated and no deflation was noted. The involved device is in transit to the manufacturing facility in (B)(4) for further evaluation. A supplemental follow-up report will be submitted if additional information is obtained from the final evaluation. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. As stated above, a supplemental follow-up report will be submitted if additional information is obtained from the final evaluation. (B)(4).